Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a misfire was noted while using a curved-tip stapler 30 instrument and a green reload. The surgeon fired again to resolve the issue. Some of the staples were not removed. The procedure was completed. On 11-may-2021 intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was working on the bowel (stapling intestine) when the issue occurred and it was the second reload use of the procedure. Report of stapler misfire and loose staples. No additional intervention was needed. No blood loss or patient injury was noted. Buttress material was not used and there were no malformed staples. The instrument/accessory was inspected prior to use and no damage or abnormalities were noted. The surgeon was using the green reload to achieve anastomosis. The stapler instrument was in use the entire case. There was no clamping issue noted. No further information is available.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A system log review was performed for the procedure of record and the following was observed: the logs indicate that there was a single firing failure logged during the procedure with the curved-tip stapler 30 instrument. A review of instrument log was performed and the instrument was last used on (B)(6) 2021, the date of the reported event, on system (B)(4). The curved-tip stapler 30 instrument was noted to have 13 uses remaining after this last use. No image or video clip was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument misfired and staples fell inside the patient during a da vinci assisted procedure. It is unknown if staples were retrieved. At this time, it is unknown what caused the misfire to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.